Manufacturer narrative:
Unit received with no button response due to moisture damage on the lcd board. Unable to verify battery out of limit alarm due to no button response. Unable to perform displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to daughter placing insulin pump in the sink. Customer reported that as a result, insulin beeps and was not able to clear. Customer reported of taking battery out and attempted to dry and reinsert battery and received a battery out limit alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.